Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. Another ra lead was successfully placed. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).